Event description:
It was reported that during the implant attempt, the physician attempted to reconnect the right ventricular (rv) lead connector to the device, but the set screw would not engage. The silicone plug was removed, and the set screw was retightened. After reconnecting, the rv lead exhibited noise. As a result, the device was not used and another device was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. No anomalies were found. (B)(4).